Manufacturer narrative:
Evaluated 4 open/used reservoirs (1.5 ml of clear liquid inside barrels). A visual inspection test was performed inspected reservoirs, snap-caps, and septum for anomalies appendix d, none were found. Also performed pump manual prime (appendix c) as follows: reservoirs filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip; according to dop114-811doc. Conclusion: reservoirs passed the manual prime inspection no occluding and no air bubbles anomaly was found during the test. Evaluated 3 open/used reservoirs (0.5 ml of clear liquid inside barrels). A visual inspection test was performed inspected reservoirs, snap-caps, and septum for anomalies appendix d, none were found. Also performed pump manual prime (appendix c) as follows: reservoirs filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip; according to dop114-811doc. Conclusion: reservoirs passed the manual prime inspection no occluding and no air bubbles anomaly was found during the test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported an insulin flow blocked alarm, sensor updating, and air bubbles. The customer reported a blood glucose value of 400 mg/dl. The customer was treated with manual injection/insulin pen. The event involved product(s) mmt-1884, mmt-862a, mmt-7040a, mmt-332a. Troubleshooting was initiated for the insulin flow blocked alarm, and it was identified that the issue was not a past event, which was resolved. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-7040a. Mmt-1884, mmt-862a, mmt-332a were requested and customer response was the device would be returned.